Event description:
A malfunction alarm identified as malf 12 was reported. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if the issue happens again.